Event description:
Five days after original implant surgery, the pt reported dizziness. The surgeon recommended bed rest and suggested vastibular exercises. In 11/99 the pt reported that the vertigo was resolving. Pt reportedly fell and broke arm (event date unspecified). In 2001, revision surgery was performed to remove the positioner due to persistent imbalance. In 3/2001, the pt was seen at the implant center for device eval. The pt reported that they still experiencing balance problems. The pt had a CT scan (date not given) which revealed the presence of a meningioma. Surgery was scheduled with a neurologist to have the meningioma removed. The implant surgeon indicated that the pt's persistent vertigo may be a result of the meningioma and not the electrode positioner.